Event description:
It was reported that the patient underwent a hip replacement surgery on (B)(6), 2008. Subsequently, a revision procedure was performed on (B)(6), 2014 due to armd/osteolysis. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 MDR reports submitted for the same event. Also see: 3002806535-2015-00020.